Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high, out-of-range impedance. The rv lead was not used and replaced during the procedure. No adverse consequences were reported on the patient.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination found no anomalies. Electrical testing found no shorts or conductor fractures.